Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented to clinic for a device check. Long charge time was observed. Monitoring the patient remotely was recommended. No further information available.